Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that a "speaker malfunction" inop was displayed on the mx40 and no sound was coming from the device the device was not in use at the time of the reported issue. There was no patient involvement.

Manufacturer narrative:
The rse discussed, the issue with the customer. And provided a bench quote. The cause of the reported problem was a failed speaker. The reported problem was confirmed. The customer chose to replace the device. A philips field service engineer (fse), visited the customer medical facility and exchanged the devices, transferred license, updated the software and performed testing. The device was operational, after repairs were completed. And returned to the customer.